Event description:
It was reported that, "while implanting, dr drilled for the acetabular screw with the appropriate 3.3 mm drill bit and opened the screw and screwed it in. The bone was hard and he twisted too hard on the titanium screw and the head broke. Screw shaft was left in the pt. Screw head was removed and discarded."

Manufacturer narrative:
An eval of the reported screw cannot be performed as its shaft remained in the pt, its head was removed and discarded and was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.